Manufacturer narrative:
The company representative examined the system and cleaned the fluidics module. Preventive maintenance was performed; the system was then tested and met all product specifications. No sample was returned for evaluation, and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A medical administrator initially reported that there was loss of phaco power and they were unable to tune the handpiece prior to surgery. Additional information received from a nurse indicated that the event occurred during cataract with intraocular lens implant surgery. She stated that the surgeon continued the procedure with some difficulty. There was a delay of one hour due to the event. No harm to the patient was reported.